Event description:
A medtronic representative called to report the site stated the camera was not tracking instruments. The site swapped the camera for another systems camera at site during the case, and it worked as intended. No impact to pt outcome reported.

Manufacturer narrative:
Pt information unavailable. Per RMA, the original camera was replaced by rep and the site's system is functioning properly. No impact on pt outcome reported.